Manufacturer narrative:
Upon receiving additional information regarding this reported complaint it was determined to be a duplicate of MDR #(B)(4).

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the balloon ruptured after inflation of the stent.